Manufacturer narrative:
Retrospective review after expertise report - for regularisation. Direct analysis on returned device: the screw fractured into at least two pieces, one was returned to sbm. This piece includes the cylindrical portion of the screw with the head. The tip of the screw is missing. External diameter of the screw measured: 8.9 mm / diameter cylinder (minor diameter) 6.3mm => compliant, no deformation piece length: minimum of 16.9mm / maximum of 20.8mm. The rupture occurred at the junction of the entry cone with the cylindrical area of the screw. Half of the first thread of the piece is deformed backwards and has a fracture at the bottom of the thread this first half of the thread has tissue and blood residue, the rest of the screw is free from any damage and does not contain any traces or residues, which means that the screw has been introduced into the patient up to the fractured area corresponding to the depth of insertion of the screw into the 7mm tunnel. The head of the screw has no cracks or incipient fractures. The recess begins at 0.2mm below the head => positioning of the pin during the preparation of the injection mold complies with internal procedure mop 2010.55. The screwdriver insertion test (with a 9 screwdriver) was ok: test carried out with ligafix screwdriver 9-10-11 lot 162360. The tcp granules are clearly visible. Conclusion: the injection conditions for the device comply with our specifications. Observation of the screw reveals a combined torsional and perforation fracture at the birth of the recess. In the absence of many elements surrounding the circumstances of the this screw breakage and in view of the observation made on the latter, the hypotheses that can explain this breakage are listed below: non-compliance with the instructions for use with a tunnel diameter < than the screw diameter, which generated high friction forces over the entire surface of the screw during the passage of the cortical wall. All of these constraints have caused a deformation of the recess: the deformation was almost zero at the bottom of the recess and at its maximum at the head of the screw. The deformation of the screwdriver was then greater than the elastic limit of the duosorb, causing the screw to break. The surgeon applied a pushing force to the screwdriver, in addition to the driving force. As the screw was only slightly driven by the screwdriver at the entry cone, this area was more sensitive to torsional stresses. The combined efforts of screwing and compression exerted on the tip of the screw during its insertion into the tunnel caused it to break. The screw was not inserted perfectly within the axis of the tunnel. The entry cone of the screw was jammed against the cortical bone, the continued driving force deformed the cylindrical zone of the screw which was being driven by the screwdriver, causing torsional stresses at the junction of the guiding area of the pin and the recess. The tip of the screw being jammed, the torsional stresses were then greater than the elastic limit of the duosorb, causing the screw to break a combination of two of the three previous hypotheses, significantly increasing the risk of screw breakage. The same event would be likely to cause or contribute to serious injury because the medical device fractured while in the patient and he retain potentially a piece of fractured screw (depending on the piece of screw returned). Mechanical risk: the piece of screw can be an obstacle for the new screw, which can generate a new breakage - risk of debris coming out of the tunnel into the joint. Very low biological risk: excess resorbable material. The injection conditions comply with our specifications. Result of investigation / hypothesis: non-compliance with the instructions for use. Technical sheet with characteristics of resorbable screws was transmitted on (B)(6) 2020 to the distributor for reminder. Our export area sales manager keeps in touch to identify possible improvement points on the surgeon's technique and to follow up with the technical sheet.

Event description:
(B)(4) - retrospective review after expertise report - for regularisation. Incident occured on (B)(6) 2019 - transmitted on (B)(6) 2019 by distributor. "The screw was broken during surgery".